Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history record will not be performed. The device has been returned to the manufacturer for evaluation. However, an image is provided for review. The investigation of the reported event is currently underway.

Event description:
It was reported that approximately two years post port placement via left internal jugular vein, the device allegedly unable to aspirate and subcutaneous leakage found in port. It was further reported that the port was removed. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a lot history review, a device history record review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one powerport MRI isp attached to a groshong catheter was returned for evaluation. Visual, microscopic visual and functional evaluations were performed. Two medical images were provided for review. Although no breaks or leaks were identified in the medical image review, the investigation is confirmed for catheter fracture, deformation, leak and suction issue, as, during the sample evaluation, a circumferential split was noted approximately 2.8cm from the distal end of the cath-lock and a partial compound break was noted starting approximately 3.5 cm from the distal end of the cath-lock. Leaking was observed from both the partial circumferential split and partial compound break during functional testing. The returned device was not able to be aspirated. The edge of the partial circumferential split was observed to be jagged and rounded. An apparent kink in the catheter was identified in one of the provided radiographs during the medical image review. The identified break is typical of flexural fatigue, which is due to the repetitive, kinking of the catheter. A definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: f10 (device), h6(result and conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that approximately two years post port placement via left internal jugular vein, the device allegedly unable to aspirate and subcutaneous leakage found during flushing. It was further reported that the port was removed. There was no reported patient injury.